Event description:
During product evaluation, a flogard infusion pump was found with a f-38 alarm. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The f-38 alarm was identified during the functional testing. The cause of the condition was determined to be a damaged force sensing resistor. To correct the condition, the force sensing resistor was replaced. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.